Event description:
Allergan received a report of a patient who received two cycles of coolsculpting treatment on (B)(6) 2020 to the lower abdomen using the cooladvantage coolcore. The patient has been diagnosed with paradoxical hyperplasia with visible volume increase described as firm in the treated areas.

Manufacturer narrative:
Additional, changed, and/or corrected data: g3 supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
Allergan received a report of a patient who received two cycles of coolsculpting treatment on (B)(6) 2020 to the lower abdomen using the cooladvantage coolcore. The patient has been diagnosed with paradoxical hyperplasia with visible volume increase described as firm in the treated areas.

Manufacturer narrative:
Correct date received by manufacturing for initial medwatch is 4/may/2021. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report of a patient who received two cycles of coolsculpting treatment on (B)(6) 2020 to the lower abdomen using the cooladvantage coolcore. The patient has been diagnosed with paradoxical hyperplasia with visible volume increase described as firm in the treated areas.